Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low flows and went into cardiac arrest. The patient was taken to the operating room for implant of a right ventricular assist device (rvad). The patient is in critical but stable condition. The left ventricular assist device (lvad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The hvad pump (B)(4) was not returned for evaluation. No performance allegation was made against the controller. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows on (B)(6) 2018 and 6 low flow alarms recorded on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. If information is provided in the future, a supplemental report will be issued.